Event description:
Health system has become aware of a potential safety hazard involving the eli 280 electrocardiograph. When used in a particular workflow, acquired ECG waveforms for one patient may become associated with the patient demographics for a different patient when the record is transmitted to the downstream record system. This has the potential to cause a serious adverse patient event due to the waveform being associated with the incorrect patient. The issue presents when patient and/or test information is modified after subsequent patient EKG study/studies are completed are eli 280 carts using hill-rom firmware version 2.10-2.3x and then the report is electronically transmitted. As a result of clinician reports of suspicious EKG reports in the downstream system, health system's technology team collaborated with clinicians to identify the specific workflow that results in the issue and was able to reproduce the issue in a controlled setting. Based on information collected to date, health system believes this issue may date back to 2016. Eli 280 devices manufactured by prior manufacturers burdick, cardiac science, and mortara may also be impacted. FDA safety report ID # (B)(4).